Manufacturer narrative:
UDI#: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) on right eye (od) at 1 week post-operative exam. There was no loss of best corrected visual acuity reported. It is unknown if medical or surgical intervention was required. No additional information was provided.